Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad and one endeavor sprint rx drug-eluting stent was implanted, separately, at the right posterior descending artery. (MFR report# 2953200-2009-01362). Patient was asymptomatic / free of symptoms at 30 day follow up. A spontaneous gi bleed is reported to have occurred approximately 7 weeks following index procedure. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic / free of symptoms at 6 month follow up and at 1 year follow up.

Manufacturer narrative:
Evaluation results: (gi bleed).